Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer's specifications. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit provided an alarm in regard to mechanical ventilation. There was no report of patient involvement.